Event description:
It was reported that the 9800 system had a problem with collimator blade adjustments. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.